Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he had high blood sugar and the pump did not alarm him. Customer's blood glucose value was 363mg/dl. He took 7u of insulin to treat the high blood glucose value. The helpline had the customer perform a self test on the pump and he reported that the sound was there but almost inaudible. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm. Test and excessive no delivery test. No excessive no delivery alarm noted. The audio beep or alarm or vibrate feature functioned properly. No audio or beep or vibrate anomaly noted. Insulin pump had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.